Event description:
The customer reported that the power cord was not connecting to the c-arm.

Manufacturer narrative:
The ge service rep found the plug was worn and not making consistant contact. He tried to tighten the plug then ordered parts. The rep removed and replaced the plug. The system works as intended.